Event description:
Consumer complaint of low blood result. Expected blood glucose results around 110mg/dl. Customer feels well and observed no symptoms. (B)(6) 2014; 09:30am) with results of 100mg/dl. Test strip lot manufacturer's expiration date is 03/31/2015. Recall test results performed from meter memory: 69mg/dl, 77mg/dl, 90mg/dl, 101mg/dl and 68mg/dl. Based on the customers expected results (110) and the lowest result (68). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. (07/01/20103). Most likely underlying root cause of malfunction: user had an inaccurate reference.